Event description:
It was reported that during an unknown procedure the device was in use and fired, but after fire and cutting stapler would not open. Battery removed and was able to manually open. Stapler broke at three fires.

Manufacturer narrative:
(B)(4). Batch # 518a45. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: investigation summary the product was returned to ethicon endo-surgery cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60w reload loaded in the device. The reload was received fully fired. In addition, a battery pack was returned. The battery pack was fully discharged which is normal for a returned battery pack. The battery pack was partially disassembled and the welds were mechanically tested to verify the connections. All welds were conforming. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The handle shrouds were removed and the bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, a small gap was observed in between frame a & b. This is not related to the user complaint, but it is an undesirable condition. No conclusion could be reached as to what may have caused the frame to be damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.